Manufacturer narrative:
The hill-rom technician found the caster not holding due to the top of the caster being broken. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2011-2013. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the caster to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the patient right foot caster was not holding. The bed was located at the account in the bed shop. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).